Event description:
A customer reported that the button on the top of their pump was sticking and sometimes not functioning properly, making it difficult to press and requiring multiple attempts to activate the pump screen. The customer's blood glucose levels remained unaffected, with no levels reported above 500 mg/dl or below 54 mg/dl. Technical support advised the customer to check the power connection and press the button directly with support on the opposite side of the pump. After following these instructions, the customer confirmed the button was functioning correctly.